Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-may-2026, it was reported by a sales representative via (B)(4) that an ar-7300ds dissector is producing metal flakes in the joint space. This occurred during use in an ankle scope case with no patient effect. Suction was used during the case. Outflow was not being used. There was an uninterrupted flow of irrigation through the device and no allegations for other devices used.